Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer indicated that during one occlusion the blood glucose (bg) level was not impacted and during another, the customer could not recall if the bg level was impacted. The customer changed the supplies on the pump to clear the alarm.